Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a crack in the plastic in the distal part of the synchroseal instrument was discovered. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive followed up with the initial reporter and obtained the following additional information: customer did not have more information than what was already written in the complaint. A tear was discovered in the plastic, but the operation was completed without complications.